Manufacturer narrative:
(B)(4). Results: crimp nonconforming. The analysis results of the er420 found that it was received with the shaft not properly crimped; causing that the shroud subassembly loses its intended position in relation to the shaft. Due to this condition the clips could not be fed into the jaws. A potential cause of this condition may be that the crimp was not properly made during the manufacturing process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy, the clip could not be fully advanced into the jaws at the 1st firing. The same event continued several times. There was neither unexpected resistance nor noise. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.